Manufacturer narrative:
Correction: date received by manufacturer. Additional information: relevant tests/laboratory data, imdrf annex b code and manufacturer narrative. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure - other of the pressure sensor. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.